Manufacturer narrative:
Continuation of d11: complainant.(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On 28-jun-2024 palette life sciences received the following report from a [physcian] in the us "I have a [patient] who is scheduled to be treated with stereotactic body radiotherapy [sbrt] for favorable intermediate risk prostate cancer. Barrigel and fiducials were placed.magnetic resonance imaging [MRI] taken to fuse to computed tomography [CT] simulation images revealed significant infiltration of barrigel into the prostate. The patient is asymptomatic." Multiple attempts for additional information have been requested from the complainant has been unsuccessful at the time of this report.

Manufacturer narrative:
Continuation of d11: complainant. Qn# (B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
On 28-jun-2024 palette life sciences received the following report from a [physcian] in the us "I have a [patient] who is scheduled to be treated with stereotactic body radiotherapy [sbrt] for favorable intermediate risk prostate cancer. Barrigel and fiducials were placed.magnetic resonance imaging [MRI] taken to fuse to computed tomography [CT] simulation images revealed significant infiltration of barrigel into the prostate. The patient is asymptomatic." Multiple attempts for additional information have been requested from the complainant has been unsuccessful at the time of this report.